Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 22mm amplatzer amulet left atrial appendage occluder was implanted successfully utilizing an 12f amplatzer torqvue 45x45 delivery sheath. 10000 units of heparin was administered during the procedure. There was no difficulty implanting the device, and the device was never retracted into the delivery system. The patient remained hemodynamically stable throughout the procedure. After the procedure, the patient was experiencing chest pain. A computed tomography (CT) scan was performed, and a pericardial effusion was noted. It was decided to not perform intervention and observe the effusion. On (B)(6) 2023, another CT scan was performed, and the pericardial effusion was observed to be large. The pericardial effusion had been confirmed to lead to cardiac tamponade. Pericardiocentesis was performed to drain the effusion. The patient was reported to be stable.

Manufacturer narrative:
An event of angina and pericardial effusion led to cardiac tamponade was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported event of pericardial effusion could not be conclusively determined.